Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Device used for treatment, not diagnosis. This report is for unknown 2.4-mm mini locking plates/unknown quantity/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿plate fixation for proximal chevron osteomy has greater risk for hallux valgus recurrence than kirschner wire fixation¿ park, c., ahn, j., kim, y., and lee, w. (2013). International orthopaedics, 37:1085-1092. The study retrospectively reviewed 80 consecutive proximal chevron osteomies with in 69 patients with symptomatic moderate to severe hallux deformity performed by a single surgeon between december 2008 and november 2009. Patients were stabilized with either kirschner wires (k-wires) or with a 2.4-mm mini locking plate (synthes, USA) (plate group). Ultimately, 53 patients (62 feet) were included in the study; 34 patients (41 feet) were in the k-wire group and 19 patients (21 feet) were in the plate group. All patients were female and the mean age was 52 years for the (range 25-68 years) in the k-wire group and 52.2 years (range 19-75 years) in the plate group. Twelve (57.1%) of the 21 feet had irritation from the prominent plate, which was treated by removal of the hardware. No pin track infection, pin migration and non-union occurred in any patient. This is report 1 of 1 for (B)(4). This report is for unknown 2.4-mm mini locking plates. A copy of the journal article is being submitted with this medwatch. This report is for 1 device.